Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the final skin suturing, the problem of pulling off suture needle happened, and the needle was left in the skin. Immediately, the needle was found out and the suture was replaced and sutured again. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: --received information as following from sales rep; please refer to the event description, other information requested is unknown. - were there patient consequences? If yes, please explain. - was the needle piece retrieved during the same procedure? - was there any additional tissue damage resulting from the search for the needle piece? A manufacturing record evaluation was performed for the finished device a manufacturing record evaluation was performed for the finished device and no non-conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.